Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device went into vvi backup mode during a cti ablation due to delivery of high voltage therapy. The device was successfully reprogrammed. There were no adverse consequences for the patient.